Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to clinic after receiving a shock. The device was interrogated and the shock was noted to be due to supraventricular tachycardia (svt). In addition, anti-tachycardia pacing (atp) was delivered but was unable to terminate the arrhythmia. The device was reprogrammed to resolve the event and the patient was in stable condition.